Manufacturer narrative:
(B)(4). The analysis results confirmed that one instrument was received with the insulation at clevis area damaged. It could not be determined what may have caused the damage of the shrink tube. In addition, the instrument was tested for functionality and it cut properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic incisional ventral hernia repair procedure, that as the surgeon was removing the device from the trocar he noticed some insulation at the end of the device jaw was peeled back. It appeared that all of the insulation was there, just some had peeled back. There were no patient consequences. The case was completed when the surgeon removed the device from the trocar.

Manufacturer narrative:
(B)(4).